Event description:
The catheter broke off as it was being removed from the subclavian vein. The fragment was retrieved from the vein and the vein was tied off. The catheter had been in place about six months.